Event description:
Customer reportedly obtained results of 50mg/dl and 186mg/dl on the advantage system within 10 minutes. Customer ate food and drank juice due to symptoms and results. No adverse event reported. Requested return of suspect system and replacement was sent.